Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient reportedly experienced infections at the implant site. Additional information was requested; however, not made available as of the date of this report.